Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Related to another device ¿ (resistance felt while the device was inside the guideliner). Evaluation conclusions: operational context contributed to event ¿ (resistance felt while the device was inside the guideliner). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician attempted to deploy one resolute integrity drug-eluting stent (3.00 x 34) through inner catheter (guideliner, jll) during the pci. The physician felt resistance of the relevant device, and it was removed outside of the patient body and confirmed that stent strut was inverted. The physician stopped using the relevant device and used another one (same model as replacement) to continue the operation. There was no adverse event to the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. Some struts on the 1st distal stent segment were raised. The distal tip was damaged.